Manufacturer narrative:
(B)(4). Approximate age of device - 4 years, 2 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient experienced a rise in lactate dehydrogenase (ldh). Integrilin was started and the patient's blood pressure elevated but medications titrated. Additional information was requested but not received.

Manufacturer narrative:
A direct correlation between the left ventricular assist system (lvas) and the report of elevated lactate dehydrogenase (ldh) could not be conclusively established through this investigation. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.